Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be update.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to high threshold measurements. The lead was repositioned but the physician encountered helix extension difficulties. The lead was explanted and replaced with a passive fixation lead. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix retracted and dried blood in the tip region. Resistance and pressure tests were performed to assess the lead's electrical and inner insulation integrity. Measurements throughout these tests were within specification. A stylet insertion test was not successful. X-ray imaging confirmed that the inner coils were deformed near the terminal end.